Manufacturer narrative:
The device was repaired locally in stryker australia. The technical service report indicates: diagnosis: camera head inspected & functionally tested as per qip. Front window has detached from sterilization, damaging the prism and cable board causing corrosion. Front enclosure, prism and cable board all require replacement. As a preventative measure, the cable assembly will also be replaced due to general wear from use. Repairs will be conducted under warranty per agreement with your sales representative. After repair, camera head will be functionally tested again to manufacturer specification, leak tested and cleaned before returned to customer. Repair details: device has been fully inspected, functionally tested and returned to manufacturing specifications by replacing all worn parts and repairing in accordance with stryker protocols. Probable root cause: faulty solder joints in video path. Faulty prism board or connectors. Faulty xboard or ch cable connectors. Break in ch cable core. Faulty hdmi cable. Faulty ccu power supply. Internal ccu cable failure, power and/or communication. Improper/no fuse installed. Ac inlet board. Main board, video processor. Digital board, fpga. Transition board, coax connector. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Poor system grounding. Improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera was noticed to be overheating when being used. This failure occurred whilst the camera was still under warranty. Camera was sent in for repair beyond warranty period and was returned with quote for repair. The delay in reporting was due to ambiguity associated with the camera head fault and its origin. Upon inspection from ssp technicians, the camera head was observed to have damage typically seen when non-autoclave camera heads have been processed via autoclave.

Event description:
It was reported that the camera was noticed to be overheating when being used. This failure occurred whilst the camera was still under warranty. Camera was sent in for repair beyond warranty period and was returned with quote for repair. The delay in reporting was due to ambiguity associated with the camera head fault and its origin. Upon inspection from ssp technicians, the camera head was observed to have damage typically seen when non-autoclave camera heads have been processed via autoclave.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.